Event description:
It was reported that the patient presented to the emergency room due to syncope with a bruise on the patients head. Interrogation of the pacemaker revealed noise over-sensing causing pacing inhibition on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.